Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient had been getting shocking sensations when changing positions. The rep was programming the patient today with adaptive stimulation (as) to resolve the issue. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. It was unknown when the patient first noticed the adaptive stimulation (as) not adjusting to the settings needed. When asked to clarify the allegation, the rep stated that the patient says that the stimulation was not adjusting to their positional changes. It was not remembering the settings. The patient is being seen on (B)(6) 2018 to re-adjust the stimulation and as settings. Technical services will be called at the appointment to ensure the as is set up correctly. This information was confirmed with the physician. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep). It was reported that the cause of the shocking sensations was unknown but the patient had stated that the adaptive stimulation was not adjusting to the settings they needed. No further complications were reported or anticipated.